Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) after being inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting what the physician believes either atrial tachycardia (at) or supra ventricular tachycardia (svt) arrhythmia as a ventricular tachycardia (vt) episode. The ICD remains in use. No further patient complications have been reported as a result of this event.